Event description:
Tear/hole in central venous catheter which caused bleeding from the line. Catheter had to be removed and catheter inserted.

Manufacturer narrative:
The complaint was received by email directly from the competent authority in the UK, mhra. The report received contained very limited information. The facility where the incident occurred was not included nor was a contact person. Medcomp's EU rep was notified, and he sent an email directly to the mhra requesting the identity of the reporter. No response from the mhra was received. With the limited information provided, and no way to obtain additional information, no investigation was possible.

Manufacturer narrative:
7may2024 additional information was received and the complaint was re-opened for further investigation. The catheter involved in the incident was returned for evaluation. Visual inspection revealed a great deal of dried blood in the venous extension tubing as well as the lumen. The venous luer could not be flushed or aspirated until the dried blood was forced out of the device with a guidewire and water. When the catheter was cleared, flushing through the venous luer revealed no leaks. Flushing through the arterial luer revealed a leak in the lumen just below the hub. Under magnification the hole edges are smooth and not jagged. The contract manufacturer conducted a review of the manufacture records for the lot number provided. The device history record review established the device was manufactured within specification and customer requirements. There were no deviations or process changes in the manufacturing and/or materials for this part number. All inspections and sequence of operations were properly followed and documented. A 100% leak test is performed during inspection of this device. This test is capable of detecting lumen holes/tears in the lumen that could lead to a malfunction. The device was implanted for 3 months and functioned without any reported issues. We are unable to determine the cause or factors that may have contributed to this event.